Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a contralateral leg component ((B)(4)) was successfully deployed, its delivery catheter was pulled back into an introducer sheath under fluoroscopy. The delivery catheter and introducer sheath were then retracted down, and when the delivery catheter was removed from the sheath, it was revealed that the leading olive was detached from the catheter and remained in the sheath. The detached leading olive and sheath were removed from the patient, and the procedure was concluded without further issues. It was reported that there was no specific anatomical abnormalities (including vessel tortuosity) that could cause the separation of leading olive. Additionally, the delivery catheter and introducer sheath were retracted in appropriate manner, and no resistance was felt.

Manufacturer narrative:
(B)(4): results of engineering evaluation.the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter.